Event description:
It was reported by the physician that a gradual increase in impedance and pacing threshold were observed on an ICD system for the past three months. The impedance was initially at 300 ohms in (B)(6) 2024 through (B)(6) 2025. Then it increased to 1400 ohms through (B)(6) 2025 and then to >3000 ohms in (B)(6) 2025. There was no loss of capture observed. The ICD was reprogrammed to resolve the issue, and the patient will continue to be monitored. The physician suspected this may be caused by tissue growth in the tip or necrotic tissue where the lead is placed. The patient¿s condition is stable. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).